Event description:
It was reported that during the procedure in the heavily calcified and tortuous right coronary artery, a balance middleweight guide wire and a non-abbott guiding catheter were advanced into the patient anatomy. Pre-dilatation was performed with an unspecified dilatation catheter. The 3.0 x 15 mm xience v was advanced into the patient anatomy through the guiding catheter and heavy resistance was noted. Force was applied and the shaft of the xience v stent system was kinked. The device was removed from the patient anatomy with moderate resistance. A new 3.0 x 15 mm xience v stent system was advanced into the patient anatomy and the same occurred. The device was removed from the patient anatomy with moderate resistance. A third 3.0 x 15 mm xience v stent system was advanced into the patient anatomy and the same occurred. The device was removed from the patient anatomy with moderate resistance. A fourth 3.0 x 15 mm xience v stent system was advanced into the patient anatomy and the same occurred. The device was removed from the patient anatomy with moderate resistance and a 3.5 x 23 mm xience v stent system was advanced into the patient anatomy. Resistance was felt and force was applied and the shaft of the xience v stent system was kinked. The device was removed with moderate resistance and a new 3.5 x 23 mm xience v stent system was advanced into the patient anatomy and the same occurred. The device was removed with moderate resistance and a non-abbott stent system was advanced into the patient anatomy and implanted at the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Guide cath: medtronic. The five additional xience v stents are being filed under separate medwatch MFR numbers. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The stent delivery system (sds) was not returned for analysis which may have aided in the investigation. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage and crimped stent profile. The patient anatomy was heavily tortuous which likely contributed to the reported difficulties as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the sds met resistance with the guiding catheter due to the nature of the tortuous anatomy, and as force was applied, this would contribute to the shaft kinking, which would further contribute to resistance during retraction. It should be noted the xience v instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.